Event description:
It was reported that force sensor test error occurred. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Plunger head visibly filled with fluid ingression. Top case corners chipped, bottom case gasket broken. Force sensor test was found on error history log review. The plunger head was filled with contamination, but could not duplicate force sensor test. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Reference the following caution statement contained in the operator's manual under "important safety information" "cautions". "This pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it." Actions/repairs were done to correct the reported issue: replaced entire plunger head assembly, including plunger tube and plunger cable, performed calibration, preventative maintenance and all functional tests which passed.